Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt was unable to baseline and the patient was receiving frequent check belt messages alarms even though the patient confirmed wearing the vest properly. The cause for the lack of cardiac signal detection and inconsistent artifact was a defective v4 component on one of the four ECG sensing electrodes. The v4 component is a voltage suppressor located on the four ECG boards within the ECG sensing electrodes. Specifically, the defective voltage suppressor was located on the ECG "d" sensing electrode. The root cause for the defective voltage suppressor was not positively identified but maybe due to random component failure. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
Territory manager of a (B)(6) female patient contacted zoll lifecor customer support service to report he was unable to rebaseline the patient. The patient was provided with a replacement electrode belt.